Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the balloon was positioned within the patient's ureter. It was observed under fluoroscopy that the balloon would not inflate using the leveen inflation device provided. The balloon was not tested prior to insertion and both a pressure gauge and ureteroscope were used. Helf water and half contrast was used to fill the balloon and a leak or hole was clearly noted. There were kidney stones present. It was reported that the physician moved the balloon up and down several times before inflating. Once he saw how hard the stone was, he stated that he may have ripped the balloon on the side of the stone. As opposed to inflating up to the stone, he tried to inflate on the stone. The procedure was completed with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the balloon was positioned within the patient's ureter. It was observed under fluoroscopy that the balloon would not inflate using the leveen inflation device provided. The balloon was not tested prior to insertion and both a pressure gauge and ureteroscope were used. Half water and half contrast was used to fill the balloon and a leak or hole was clearly noted. There were kidney stones present. It was reported that the physician moved the balloon up and down several times before inflating. Once he saw how hard the stone was, he stated that he may have ripped the balloon on the side of the stone. As opposed to inflating up to the stone, he tried to inflate on the stone. The procedure was completed with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual and tactile evaluation of the returned device revealed no damage to the shaft of the device. A functional evaluation of the device revealed a leak in the balloon when it was attached to the 10cc leveen inflation unit that it was returned with and was inflated to its rated burst pressure (rbp). Microscopic evaluation of the balloon revealed a longitudinal tear at the distal edge of the distal markerband. Several scratches were also noted on the balloon material.